Event description:
It was reported that the patient had a skin reaction to incision site. It was noted that the patient resolved without sequelae on (B)(6) 2013. It was reported that the medical intervention was medication adjustment including oral septra ds on (B)(6) 2013. It was noted that other intervention included drainage of left gluteal edema on (B)(6) 2013 and xeroform gauze dressing to incision site on (B)(6) 2013. It was reported that a wound seroma was drained on (B)(6) 2013. It was noted that diagnostic methods included examination/palpation and wound soma on (B)(6) 2013. It was noted that the results of the diagnostic were erythema around left supragluteal incision, edema and warmth to left gluteal on (B)(6) 2013. Lab work included negative wound culture on (B)(6) 2013. It was reported that the incision was well healed with no signs of infection on (B)(6) 2013. It was noted that the etiology was incisional site/device tract and not related to the device or therapy and possibly related to the implant procedure. It was noted that the patient pump was being used to infuse dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(6), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial # (B)(6), product type programmer, patient; product ID 8596sc, serial (B)(6), impl anted: (B)(6) 2013, product type catheter. (B)(4).